Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/31/2014. Based on new information provided by the account, this report was determined not to be reportable.

Event description:
Procedure: rectopexy.according to the reporter:the reload would not close or articulate. Lights indicated all white, all green with no blue lights. The adapter was replaced with a standard adapter and worked properly.surgery time was not delayed by more than 30 minutes.no reinforcement material was used.